Event description:
Pt is reported to have experienced bone loss following a placement of three mdi implants. Two of the three implants became loose and were removed at approx 2 months and 5 months post-placement. To address the reported bone loss, the dentist performed bone grafting and placed new implants with an open-flap procedure. Pt is also reported to have numbness in her lip area, but no info was made available whether that numbness was presented after the initial placement of implants or subsequent to the bone grafting and second placement. The dental professional observed that while the cause of this clinical situation is unk, the pt has a habit of applying suction to the denture that may have resulted in extra stress on the implants.

Manufacturer narrative:
Additional explanted date: (B)(6) 2011. Evaluation methods, results and conclusion: eval of the returned implants shows that the returned implant met specification. Evidence of bone was present in the threads, indicating some level of osseointegration had taken place.